Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue with no video in the left eye. The system was tested and verified as ready for use. Isi received the hrsv part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found no image nor defect on the main board. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer site called in to report that the left eye was 'black' on the surgeon side console (ssc). The customer had restarted twice, reseated the blue fiber cable, and verified there was a left and the right video on the vision site cart (vsc). An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform a hard restart of the system. The customer performed the hard restart of the ssc with no change. The customer continued with one (1) eye in the ssc and requested an isi field service engineer (fse) to follow-up with the site. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi followed up with the da vinci coordinator and obtained the following additional information: the issue was identified after the surgeon placed the trocars (ports were placed) and then sat at the ssc. The reporter was not aware of any pre-anesthesia issues. The customer attempted to troubleshoot, but with no change in optics. The procedure was not converted nor aborted; the surgeons continued the procedure with the right eye. The eye was continually black, even after troubleshooting. The procedure was completed.